Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the medium large clip applier instrument involved with this complaint to perform failure analysis (fa) testing and the fa is still in progress.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the medium large clip applier instrument jaws would not open. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument was inspected prior to use and no issues was noted. The jaws was opened manually. The incident with the clip applier occurred while loading clip onto clip applier (prior to being inserted into patient). The issue was not related to clip applier jaws remaining static/not moving when surgeon commanded movement. The issue was not related to unexpected motion of clip applier while attempting to clip (e.g., the instrument¿s jaw swayed to the side). The issue was not related to unsuccessful clip application (e.g., incomplete closure of clip). The issue was not related to clip opening after closure of the clip. Teleflex clips were used with the clip applier instrument. Ml sized clips were used on the vessel or structure. The vessel or tissue bundle was not greater than the specified diameter suggested in the IFU (10 mm for medium-large clip applier, 13mm for large clip applier). The clip applier was not used during the case when the incident occurred. The instrument was available for return to isi for evaluation. There were no photos and/or videos of this event available for isi review. The site was unable to provide the patient demographics.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The clip applier instrument was analyzed and found to have a grip cable axis 6 dislodged at the proximal end. The instrument was not able to open and close properly due to the dislodged grip cable. The complaint was confirmed by failure analysis.